Event description:
Synovitis. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a female pt (age not provided), initials unk, with osteoarthritis (kellgren-lawrence grade iii). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The pt's medical history was significant for previous use of synvisc (two courses, it was reported that the age at the time of first synvisc injection was (B)(6)) and synovitis of left knee. On unspecified dates, the pt initiated treatment with the third course of intra-articular synvisc (hylan g-f 20) injection in left knee, dosage regimen not provided. On (B)(6) 2006, the pt received her third synvisc injection. The lot number of synvisc was not provided. On (B)(6) 2006, the pt experienced synovitis of left knee. On an unspecified date in (B)(6) 2006, the pt received treatment with intra-muscular betamethasone at a dose of 1.5 cc for synovitis of the left knee. On (B)(6) 2006, after 24 hours, the pt recovered from the event. Relevant concomitant medications were not provided. The intensity for the event was mild. The reporting physician assessed the relationship between synvisc and the event of synovitis of left knee as definitely related. F/u info was received on (B)(4) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Eval summary - the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.